Manufacturer narrative:
(B)(4). Medical intervention title : efficacy and safety of ablative therapy in the treatment of patients with metastatic pheochromocytoma and paraganglioma source: jacob kohlenberg et. Al,<(>,<)> 2019, mdpi journal; 7 february 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli 20: according to literature source of study performed between june 14, 1999 to november 14, 2017, outcomes measured were radiographic response, procedure-related complications, and symptomatic improvement. Thirty-one patients with metastatic pheochromocytoma and paraganglioma (ppgl) had 123 lesions treated during 42 radio frequency ablation (rfa), 23 cryoablation, and 4 percutaneous ethanol injection (pei) procedures. The median duration of follow-up was 60 months (range, 0¿163 months) for non-deceased patients. All extra-osseous rfa treatments were performed with an impedance-based internally cooled rfa device. Grade ii complications developed following 7 (14%) procedural sessions and the most common intervention for these patients was intravenous blood pressure medications. Overall, overnight continuous hemodynamic monitoring for labile hemodynamics was required following 6 procedural sessions. One patient had a grade IV complication following rfa of four metastatic lesions within the retroperitoneum. He initially did well post-ablation but approximately one week later developed gastrointestinal bleeding and required surgery although the sites of gastrointestinal bleeding were not suspected to be directly related to his ablation procedure. Later on in the discussion section authors stated one patient did have a grade IV complication; however the gastrointestinal bleeding was noted at multiple sites so it is unclear if this complication was directly caused by the rfa.